Event description:
The vasoview hemopro was opened for the use of endoscopic vein harvest by user. It was plugged into the maquet energy source box and passed the appropriate check off(s). The device was sounding off with its normal sound when in use, but was not working properly. The device was not burning the tissue as visualized on the stryker monitor. The device was removed from the field and another device was opened and worked properly. FDA safety report ID# (B)(4).